Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a lap nissen, the surgeon was using the device in a normal fashion. The instrument was loaded again with the reload. The instrument was inserted into the abdomen and the needle dropped out of the jaws, it was easily located and removed. Another device was opened and the procedure was completed. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Patient current status reported as fine.